Event description:
It was reported the patient was feeling stimulation, but was being programmed for optimization with pain locations. The sjm representative noted four contacts that were invalid. It was reported there may still be fluid in the area of the lead. The patient was reprogrammed using valid contacts. It was reported the patient received effective stimulation. The patient was scheduled in advance for a follow up appointment to check the status of the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.